Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic. Interrogation revealed right ventricular lead noise as non-sustained rv oversensing episodes in addition to high, out of range, unstable rv lead impedance. The lead was explanted and replaced. The patient was stable.